Event description:
It was reported that during a lap cholecystectomy, the clip only partially closed on the cystic duct and partially cut the cystic duct. Surgeon used an er320 to complete the case. No pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.